Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal sheath and insertion sheath were caught and jammed within the guide sheath, leading to the event that they could not be removed from the guide sheath. Additionally, the presence of dents and crushing on the distal sheath indicates that a shock was applied to the distal sheath resulting the internal blade (flexible shaft) was being driven when an impact was applied to the distal sheath, and could no longer be driven properly, causing the sheath to twist. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) medical center. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found sheath dropout and leakage of ultrasonic media. The additional evaluation findings were as follows: it was difficult to connect to the probe driving unit, and the guide sheath could not be removed. There was an indentation on the distal sheath, and the insertion sheath was twisted. The ultrasound images did not appear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when medical staff inserted the ultrasonic probe into the guide sheath during a respiratory test, it became impossible to remove it. The probe was removed along with the guide sheath and replaced with a new one. The procedure was completed. There were no reports of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: sheath dropout and leakage of ultrasonic media. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.